Event description:
A customer reported an error with their continuous glucose monitor, labeled as cgm error 42. Despite this issue, there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and guided the customer through the process, after which the cgm error code did not reappear, and the customer successfully started their sensor session.